Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 400 sterilizer and found the view port on the sterilizer's steam generator was damaged. As the view port was damaged, this allowed water and steam to leak out onto the floor. The technician replaced the view port, tested the function and operation of the device and confirmed it to be operating to specifications. The unit was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that steam and water leaked from their amsco 400 sterilizer. No report of injury.